Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 123 mg/dl and the sensor glucose was 69mg/dl at the time of the incident. The customer reported that sensor was reporting lower than his blood glucose. The customer states on saturday his sensor was reading off. Sensor was showing he was at 50mg/dl something and when checked blood glucose was at 123mg/dl. Sensor glucose and blood glucose difference was not within acceptable range. Insulin delivery was suspended due to sensor glucose value of 55mg/dl. Low suspend limit in sensor settings was 69mg/dl. The sensor will not be returned for analysis.